Event description:
A high blood glucose event was reported by the customer, with a level recorded at 672 mg/dl. Cause was not known. Reportedly, the high bg event led to a fall that resulted in an injury and third party assistance. The customer was treated by her primary doctor using mdi to correct the level. The customer confirmed having ketones, but her healthcare provider did not consider the ketone level to be dangerous or life-threatening. A recommendation was made by cts for the customer to consult with her healthcare provider for further insight into factors affecting her blood glucose levels.